Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a bolt broke at the proximal end. Procedural step is unknown. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: our investigation has shown that the t-handle of the returned inserter is indeed broken off. It is clearly visible that the top of the inserter as well as the surface of the t-handle have been struck with heavy hammer blows (top hole cracked). Based on these findings we suppose that excessive use caused the malfunction of this device. In this relation we would like to mention to the technique guide where it is stated that just gentle blows should be applied onto the impaction surface of the inserter and that blows on the t-handle should be avoided. Further investigation showed conformity of the article in question to the company specification and no apparent fault of material or manufacturing was detected. Device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.